Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after the patient underwent ophthalmic surgery, the patient developed acute pulmonary edema that say day night and was transferred to hospital. Surgical intervention happened. The patient was in a state of using extracorporeal membrane oxygenation temporarily, but now that the patient¿s condition had calmed down and was returned from the hospital. Additional information has been requested.

Manufacturer narrative:
The sample is not available. The procedure type was unknown. No lot code or sample was provided by the customer. Pfno is enrolled in the formulation stability program in which it is tested according to this product's stability specifications on a set schedule. Raw material testing is performed per requirements and disposition based on established acceptance criteria. All compounding, pre-processing, filling, and packaging mbrs are subjected to 2 independent reviews. A single, normal level I iba ansi z1.4 for attributes is performed for every lot manufactured. The process includes a review of the following: all chemistry and microbial in-process and finished product results; environmental, utility, bioburden records; sanitization records. The product was manufactured according to requirements of the perfluoron device master record. The product is sterilized via filtration through sterilized silastic tubing filled into dry heat sterilized vials using a peristaltic pump. The product insert provides indications, instructions, and storage condition. Customer product storage and use could not be confirmed. Root cause for the complaint condition could not be determined. Potential root causes: solution quality issue ¿chemistry and microbiology data must meet regulatory requirements prior to release. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology ¿ no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique ¿ no conclusion can be made regarding the contribution of surgical technique. No lot code was reported or sample provided by the customer. No further action is possible at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections a.1, a.2, a.3, b.5, b.7,d.10 and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the patient had underlying condition like retinal detachment, ulcerous colitis, serratus tear, proliferative changes, and subfoveal choroidal hemorrhage after trauma, and the patient was seen one month after the trauma that caused the injury. Multiple other traumas, including rib fractures and auricular hematoma, had occurred in a short period of time over the past year or so. The current trauma was caused by a falling frying pan at home.